Manufacturer narrative:
Concomitant products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3389-40, lot# v004936, implanted: (B)(6) 2006, product type lead; product ID 3389-40, lot# v004936, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was reported that following a battery replacement (see MFR report #3004209178-2013-00968), impedances were checked on a patient's right side, and all impedances were greater than 4000 ohms. The reporter stated it was 'probably broken.' The reporter may have been referring to the lead or the extension. It was reported that nothing was seen visually on an x-ray, but the patient had all open circuits on that side. The reporter stated that the patient had a complete loss of therapy on both sides and was going to be scheduled for a lead revision (see MFR report #3007566237-2013-00275 for information about left side device). It was noted that the patient was going to be seen by a surgeon who would do testing. It was reported that the patient had 'really great' outcome from the therapy and all of the sudden she was 'really hurting.' Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
This was a bilateral system. Reference MFR 3007566237-2013-00275.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the impedances measures on implantable neurostimulator (ins) did resolve for both sides. The patient was reported as doing well with the therapy when last seen on follow up in the middle of (B)(6) 2013.